Event description:
It was reported that the patients ipg moved causing pain and the patient could not sit still to charge the ipg. The patient was admitted in the hospital.

Event description:
It was reported that the patients ipg moved causing pain and the patient could not sit still to charge the ipg. The patient was admitted in the hospital. Additional information was received that the patient was unable to charge the ipg due to weight loss and that the patient had a non-device related procedure wherein electrocautery was used. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.